Event description:
Customer's mother reports that infusion sets separated at the base on two occasions depriving customer of insulin. Customer's blood glucose was 390 mg/dl. Customer's blood glucose at the time of call was 493 mg/dl which was treated with insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).